Event description:
It was further reported that the endotracheal tube kinked after being patient use for 11 hours. The endotracheal tube was replaced.

Manufacturer narrative:
It was reported that the event occurred in "the past 4 weeks". Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® siliconised pvc, oral/nasal soft seal® cuff tracheal tube kinked during use. The issue was observed after less than 12 hours from the tube insertion. No patient injury was reported.